Event description:
It was reported that "the unit has to be rebooted after extended use so there is no coag on the field."

Manufacturer narrative:
It was reported that "the unit has to be rebooted after extended use so there is no coag on the field." The manufacturer has not yet evaluated the unit. Once the investigation has been completed, a follow-up report will be submitted.